Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with pacemaker was brought to the hospital with a heart rate of 40 beats per minute (bpm) and device was at end of life (eol). The physician reported that during the previous device checked the remaining longevity was 1.5 years but not so long after the device was already at eol. Boston scientific technical services (ts) discussed that when the longevity remaining was calculated, the software used different calculation factors regarding the current drain of the battery which means that the mathematical model used to calculate the longevity remaining used was different. Additional information received indicated that this device was already explanted and the patient's heart rate was at 40 bpm as the pacing rate was limited to 40 bpm because of it reaching end of life (eol). The serial number could not be provided. Further follow up was also done which confirmed that the device was destroyed via the recycling circuit of the explanting facility. The device is no longer in service. No adverse patient effects were reported.